Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced cerebrospinal fluid leak during the scs trial procedure. The physician proceeded with the trial and placed the leads successfully. Later, the patient received medication for potential headache and was advised to lie down. No additional information available at this time.

Event description:
Further, device information received from the field identified the device information which revealed the manufacturing site is different than reported in the initial report. Therefore, this issue will be further followed under MFR. Report#3006705815-2017-00287.